Manufacturer narrative:
This report is submitted on april 17, 2018, (B)(4).

Event description:
Per the audiologist the patient had reportedly undergone a skin revision in 2017 (exact date not reported).

Manufacturer narrative:
Per the clinic, the patient underwent revision on (B)(6) 2017 under a general anaesthetic and during the procedure the abutment was replaced with a longer abutment.